Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and a shock for a rapidly conducted atrial fibrillation (af). The conducted atrial arrhythmia continued post shock until the ventricular rate slowed below the programmed tachycardia zones. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the device later delivered additional inappropriate atp and a shock for rapidly conducted af. The conducted atrial arrhythmia continued post shock and further atp was delivered four minutes later. Further review was recommended. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and a shock for a rapidly conducted atrial fibrillation (af). The conducted atrial arrhythmia continued post shock until the ventricular rate slowed below the programmed tachycardia zones. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.